Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced hypoglycemia (lo reading on glucose meter) with an unknown cause. Reportedly, the patient administered 100 grams of carbohydrates and injected glucagon, resolving the issue. The customer began using a different insulin pump and experienced no further issues. An initial review of the device by the distributor was unable to identify any abnormal activity in the pump logs; however, the device is being returned to tandem for evaluation.